Manufacturer narrative:
Other text: d4: lot number, expiration date, g4, and h4: unknown. Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. A DHR review was unable to be completed as the product lot number was not provided. If the device is later returned, the complaint will be reopened and an investigation will be completed.

Event description:
It was reported that the pump alarmed upstream occlusion. Patient was not affected. No patient injury.

Manufacturer narrative:
One sample was received for evaluation. The sample visual inspection did not show broken components or other defects were detected in none of the joins of the product. Functional testing was performed and no discrepancies were detected, the failure mode reported was not confirmed. The root cause for this event is unknown. The product's history records were reviewed and there were no non-conformances that would have resulted in the reported complaint. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in please direct those to the following: regulatory.responses@icumed.com.